Manufacturer narrative:
Section b1 should only have "product problem" selected and section b2 should not have anything selected based on the additional information.

Event description:
New information received indicated there was no loss of capture (loc) or cardiac arrest noted. The issue was due to defective telemetry and electrocardiogram (ECG) anomaly. No changes or intervention was reported. The patient condition was stable.

Event description:
It was reported that the patient experienced cardiac arrest due to loss of capture (loc) noted on the pacemaker. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.